Event description:
It was reported that during the clinical patient's trial procedure, (B)(4) study, the physician was unable to achieve stimulation in the target pain area despite multiple attempts at different sites within the epidural space. The leads were removed and the procedure concluded without implant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, (B)(4).

Event description:
It was reported that during the clinical patient's trial procedure, a7007 study, the physician was unable to achieve stimulation in the target pain area despite multiple attempts at different sites within the epidural space. The leads were removed and the procedure concluded without implant.

Manufacturer narrative:
Correction to the initial MDR: the suspect medical device reported in this MDR form for inability to achieve stimulation therapy during the spinal cord stimulation trial procedure does not meet reporting criteria. The trial is a test period to see if stimulation therapy is appropriate for the patient and their symptoms; as such, the physician was unable to achieve stimulation therapy for the patient and the trial procedure was ended without incident. No devices were permanently implanted in the patient and there was no harm to the patient. As there is no reported allegation against device performance or the device itself, and there was no serious injury, the event should not have been reported on a 3500a MDR form.